Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that nearly 2 years after dental implant was installed in intraoral region 21#, it had to be removed because the patient was in pain. The patient presented bone type ii, immediate implant and immediate load were performed and 50 ncm of primary stability was achieved

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that nearly 2 years after dental implant was installed in intraoral region 21#, it had to be removed because the patient was in pain. The patient presented bone type ii, immediate implant and immediate load were performed and 50 ncm of primary stability was achieved.